Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:device photograph(s) for the device related to the reported event of anxiety-product/procedure reviewed on (B)(6) 2020. Visual analysis of the photographs identified a device appears to be broken however you cannot see if it is complete, labeled right. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture and exchange due to concern with textured product. Device was explanted.